Event description:
Boston scientific received information that this right atrial lead exhibited increased thresholds and high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration that resulted in activation of the lead safety switch feature. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.